Manufacturer narrative:
Please note that this MDR MFR report #: 8031673-2018-04172 was previously submitted as 3005529799-2018-01004 to the FDA on 24mar2018; it was resubmitted per request by the FDA MDR data systems team representative. On 04-mar-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and instructed the customer to replace the solenoid valve #2. This returned the instrument to normal operation. The most probable cause of the reported event was due to a failure of buffer solenoid #2.this report is being submitted due to a retrospectivereview under CAPA-2017-0007. A 13-month complaint and service history review for serial number: (B)(6) was performed. There were no complaints found which were similar to the reported event.

Event description:
On 26feb2016, a customer reported low pressure with their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequencesdue to the delay in reporting.